Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the clinical file and device logs showed pacing markers present prior to pacer mode activation and while the patient heart rate exceeded the pacer setting, suggesting interference from an internal cardiac device. At approximately 13:59, the ECG waveform became more asystolic with pacing markers closer together than expected, consistent with internal pacemaker activity and a perceived loss of capture. At approximately 14:04, the operator increased the pacing current to 60 ma, after which an organized waveform returned. The observed ECG behavior is consistent with operator settings and the presence of an internal pacemaker. No evidence of device failure was identified in the logs. Customer later confirmed the patient has an implantable cardiovert-defibrillator (ICD). The investigation is closed as no fault found. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.